Event description:
This lead was capped due to shock impedances being out of range. The shock impedances jumped from 72 to 150. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.